Event description:
A pt was admitted with significant blood loss through a dialysis catheter. He required aggressive fluid and blood resuscitation then an admission to the micu where he required mechanical ventilation and invasive hemodynamic monitoring. He survived the incident, improved and was transferred to the ward and then discharged. Examination of the catheter revealed that the arterial catheter had separated at the point where the catheter itself inserts into the adaptor. It appears that the integrity of the joint failed. There is supposed to be a compression ring that facilitates attachment of the catheter tubing to the adapter. That piece was not located. If it were missing, it would make separation easier. The nurse tried to pull the venous catheter apart and it could not be done without destroying the unit. The nurse reassembled this arterial catheter and it came apart easily. Determined equipment failure.